Manufacturer narrative:
(B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the event is likely related to the mechanism and conditions described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported to the field clinical specialist (fcs) via the physician, post procedure, the patient had suffered a cva on the second day following procedure. The patient had somewhat unusual anatomy with a very "s shaped" thoracic aorta and the heart was oriented in an extreme horizontal position. Due to the unusual course of the aorta, 29mm was delivered via the transapical approach. There appeared to be dense calcification at the annulus and commissures, as well as extension into the lvot. The procedure was performed under general anesthesia with tee guidance and measurements were validated to the 3mensio report. There was no paravalvular leak (pvl) and the valve landed 80:20 aortic/ventricular. The patient passed away 18 days post procedure. The physician stated that an autopsy was requested but not performed. The patient had suffered a cva on the second day following procedure and had also had some degree of acute kidney injury. Furthermore, he described a situation regarding the patient developing an avm within the sov, in direct communication with the rvot. He regarded this as "not hemodynamically significant" with a shunt of 1.4:1 l/r. The doctor mentioned that he would not have intervened with an attempt to close the avm communication percutaneously unless the shunt would have increased > 1.4:1. There was also no definitive site of the avm origin/termination, due to echo limitations. The cause of death was not articulated however the decline in condition was primarily due to the cva per the physician.